Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Robustness testing of the received o2 and air gas module has not reproduced the described customer issue. Evaluation of the received device log shows matching events on the reported event day. Between (B)(6), at 11:09 and (B)(6), at 01:59, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to the interaction of several parts within the air gas module, where it has been concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
Manufacturer's ref # : (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).